Event description:
If was reported that during a caesarian section for a mother with placenta previa, a reinfusion of shed, salvaged autologous blood was administered through the device, and the mother evidenced signs of a reinfusion reaction, namely tachycardia and hypotension. The reinfusion was stopped, and the signs remitted. When reinfusion was reinitiated, the signs reappeared. The reinfusion was discontinued, and the signs again remitted.

Manufacturer narrative:
The involved device was not returned from the user facility. A review of the device's lot manufacturing history was not possible since the lot number was not reported. A brief review of the issues relevant to the type of transfusion-induced hypotension that was reported follows: transfusion-induced hypotension is a recognized phenomenon and has been reported both with and without the use of bedside leukocyte removal filters. Although some publications have suggested that this is an event secondary to the use of leukocyte removal filters1, a nine year study by domen and hoeltge of adverse transfusion reactions found an overall incidence of anaphylactic or anaphylactoid reaction rate of 1.3% (21 of 1613) and of these, nine (42.9%) had associated hypotension2. None of these reactions involved the use of bedside leukocyte removal filters. Most reported cases of transfusion associated hypotension occur during transfusion of platelet concentrates3. Vasoactive kinins, such as bradykinin (bk) and des-arg9-bk are often thought to play a role in the development of these reactions. However, in the current instance, the reported hypotensive episodes occurred during reinfusion of washed salvaged (i.e. Autologous) blood. Washing salvaged blood is well recognized as effective in significantly reducing plasma constituents4. Furthermore infusion of autologous blood is likely to reduce the likelihood of the patient developing an allergic reaction to an endogenous plasma constituent. Therefore, whether the amount of vasoactive kinins present in washed salvaged blood would, in itself, be sufficient to elicit a significant hypotensive event is debatable. If vasoactive kinins did play a part in the hypotensive transfusion reactions described in the current cases it is worthy of note that, although the trigger for contact system activation remains unclear, it has been speculated that the rapid infusion of blood by the blood infuser or the warming of blood for reinfusion by a blood warmer may be contributing factors5. In the reported case, a blood warmer was used with the patient who experienced the hypotensive transfusion reaction. Some authors have also suggested that bedside leukocyte removal filters may themselves activate the contact system3. However, other groups using techniques such as the particle concentration fluorescence immunoassay (pcfia) have demonstrated that bedside leukocyte removal filters do not activate the contact system nor do they cause a change in the concentration of cleaved kininogen bi-products6. A small number of prostatectomy patients have experienced a hypotensive transfusion reaction during reinfusion of washed salvaged blood using the device, as reported in mdrs 2013342-2007-00007, 9617787-2008-00032, and 9617787-2009-00010, 11, and 12. This is the first report of a hypotensive transfusion reaction while reinfusing salvaged blood using the device, to a patient who has undergone a caesarean section. Summary: several factors could have caused or contributed to the hypotensive transfusion reactions reported. From the information available, it was not possible to categorically rule out the device as potentially being one of these factors. References: cyr m, eastlund t, blais c jr, rouleau jl, adam a. Bradykinin metabolism and hypotensive transfusion reactions. Transfusion 2001; 41: 136-150. Domen re, hoeltge ga. Allergic transfusion reactions: an evaluation of 273 consecutive reactions. Arch pathol lab med 2003; 127: 316-320. Shiba m, tadokoro k, sawanobori m, nakajima k, suzuki k, juji t. Activation of the contact system by filtration of platelet concentrates with a negatively charged white cell-removal filter and measurement of venous blood bradykinin level in patients who received filtered platelets. Transfusion 1997; 87; 457-462. Nitescu n, bengtsson a, bengtson jp. Blood salvage with a continuous autotransfusion system compared with a haemofiltration system. Perfusion 2002; 17: 357-362. Arnold dm, molinaro g, warkentin e, ditomasso j, webert ke, davis I, lesiuk l, dunn g, heddle nm, adam a, bachman ma. Hypotensive transfusion reactions can occur with blood products that are leukoreduced before storage. Transfusion 2004; 44: 1361-1366. Scott cf, brandwein h, whitbread j, colman rw. Lack of clinically significant contact system activation during platelet concentrate filtration by leukocyte removal filters. Blood 1998; 92: 616-622. Unless substantiallly significant information becomes available, this constitutes a final report.